Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "its not reading out", and stated that one of the lead wires was not working as intended. The patient had no further information, and indicated has discussed with a physician. The lead remains in use. No patient complications have been reported as a result of this event.